Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touch screen would not operate. It was indicated that the screen was damaged. It was not confirmed that the programmer had slow operation. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen would not operate until the programmer was warmed up. It was also reported that the programmer would occasionally take long pauses on the introductory screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.